Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: summary: frequent apnoea backup and ventilator consistently quoting delivering vts <10mls.